Event description:
It was reported that during an a-fib procedure, when the catheter was connected all signals on carto 3 system became noisy. It appeared that the proximal pole on the ablation icon was set to pace (but it was not routed for pacing), and the temperature on stockert fluctuated rapidly from 30 to 100 celsius degrees. The customer exchanged the cables with no resolution. By changing the catheter, the issue was resolved. After follow up with the customer, it was confirmed that the noise occurred on all the intercardiac electrograms and 12 leads of bs ecgs in both systems (carto 3 and ep recording) and it was too noisy to read. This issue was observed after the ablation catheter was plugged in. The case was completed with no patient consequences.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an a-fib procedure, when the catheter was connected, noise occurred on all the intercardiac electrograms and 12 leads of bs ecgs in both systems (carto 3 and ep recording) and it was too noisy to read. The returned catheter was visually inspected and it was found in good condition. Furthermore, the returned device was evaluated under electrical, temperature and generator test and it passed all the tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.